Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed and required maintenance. A field service engineer tested drawer with customer the drawer keeps getting stuck and will not open. Removed mini engine and cleaned the bottom of the tray as there was a spill after cleaning tested drawer in hta several times. Drawer is opening and closing as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.9 failed and required maintenance. The customer rebooted the station and performed the recovery storage, but the issue still persisted however, there were no delays or adverse events or injuries reported based on this event.